Event description:
It was reported that the patient underwent a procedure to implant two superion indirect decompression spacers. However, while attempting to implant the spacer at the level 4-5 lumber vertebrae, it became difficult to rotate the driver after it had been deployed approximately half-way. The physician attempted to continue the rotation, but the spindle cap broke. The physician confirmed all pieces of the device had been removed from the patient. Although the physician was not able to implant the spacer at this level, the procedure was completed with implantation of the spacer at the second level. The device was not returned for analysis, as it was retained by the facility.